Event description:
The customer reported via phone call that he had received a battery out limit alarm after taking the battery out of the pump for a half hour or more and placing a new battery in the pump. Customer was not able to clear the alarm. Customer was assisted with reprogramming the time and date. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that the pump could have been exposed to moisture from perspiration and there is moisture underneath the screen in the right corner. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarm was noted. The insulin pump had no act or escape button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. The insulin pump had moisture damage to the electronic and motor assemblies.